Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, the right ventricular (rv) pacing impedance and rv pacing thresholds were 1000 ohms and less than 1.0 volt at 0.5 ms respectively. One day following the implant procedure, the rv pacing impedance was 2500 ohms and the rv pacing threshold was 6.0 volts at 2.0 ms. No electrogram noise was identified. The patient is not pacemaker dependent and the dft test was successful at 21 joules. Ts discussed the possibility of a perforation or microdislodgement. Based on the absence of pacemaker dependency, the physician could continue monitoring or a rv lead revision could be performed.

Manufacturer narrative:
(B)(4). No additional information was available from the field. The available evidence suggests that this lead remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.